Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a partial electrical reset occurred and that a full restore was successful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uncheck health professional flag on initial reporter, change facility from unk to unk. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were observed. This device had a partial reset, the reset reason is "clkstop status". The device restored fine. This is a known issue: "foreign material in the crystal. The signature for this is a clkstop status with no firmware reason. This status is set by the hardware if it does not detect a clock pulse for 10 to 40 ms. It can also be set by the firmware if there is a firmware reason. In this case there is no firmware reason. The fpir recommends replacement if a repeat occurrence of this reset is seen."